Event description:
It was reported that a user wearing a dexcom g7 experienced repeated pairing failures and intermittent reconnection alerts after approximately one week of sensor wear, consistent with a sensor communication or connectivity malfunction between the cgm and the responsible device. Symptoms included no reported adverse clinical effects. Outcomes included no impact requiring medical intervention or hospitalization. Investigation included technical troubleshooting by customer support, including toggling the cgm sensor connection and restarting the sensor session. Investigation of this case revealed that the sensor appeared to reconnect after the restart procedure, suggesting a transient pairing issue. It was concluded that the event was attributable to a temporary communication failure, and functionality was restored through standard troubleshooting without clinical consequence.